Manufacturer narrative:
The patient's dob or age at time of event, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign source: (B)(6). The angiosculpt device was discarded by the facility, thus no returned product investigation was performed. An undersized introducer sheath (5f) was used. The product label indicates the angiosculpt device is compatible with a 6f introducer sheath.

Event description:
The angiosculpt device was used in a slightly calcified lesion. During the third inflation at 12 atm for 5 seconds, the balloon ruptured. The procedure was completed with the suspect device. No patient injury reported.